Event description:
The customer reported that the system displayed a switch error message. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the xray tube, the board, and the tank. The system operates as intended.